Manufacturer narrative:
(B)(4). According to the gore® dryseal sheath with hydrophilic coating instructions for use, adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, this patient underwent an endovascular procedure to repair a descending aortic aneurysm. A gore® dryseal sheath with hydrophilic coating was inserted from the right femoral artery. After all endoprostheses were deployed with no issue, digital subtraction angiography on access vessel confirmed that an intima was detached at the insertion site. Therefore, suture closure was applied. After that, the procedure was concluded and the patient reportedly tolerated the procedure.

Manufacturer narrative:
Code 213 - the review of the manufacturing paperwork verified that the lot met all pre-release specifications.